Manufacturer narrative:
The visual inspection prior to the repair showed that the head had several dents which indicate that the product received strong hits / external forces. This could already lead to a misalignment of the spinning components and hence to higher friction. The following test run showed that the running characteristics of the handpiece have been out of specification. The bearings have been worn out, hence the chuck system has been wobbling, the chuck system was worn out, hence the retention force for the bur was below specified value and the handpiece was running noisy. A heat up was reproducible. After disassembly of the product it got visible that a high debris level was in the head which is a sign that the reprocessing is not performed as specified and causes in addition higher friction which causes heat up and stronger wear. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
The handpiece was sent in for repair and the accompanying document stated that the handpiece got very hot during a treatment. During a call with the dental office to discuss the condition of the handpiece it was added that the handpiece did not only overheat but also burned the patient on inner cheek during a crown preparation on tooth 18. Patient was told to apply vitamin e oil and do saltwater rinses. No medical care necessary.